Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was an issue during connection of a supply line of a cassette to the supply bag resulting in a leak during preparation for the peritoneal dialysis therapy. The patient stated that when they connected the cassette line and the solution bag, the connection between the bag and the cassette line ¿popped off¿ and the solution leaked from the bag and the line. The technical service representative assisted the patient in ending therapy and advised them to start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.